Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh; due to sui, severe dysmenorrhea, menorrhagia, irregular menstrual cycle and pop. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent diagnostic laparoscopy, extensive lysis of adhesions, bilateral salpingooophorectomy and revision of vaginal graft material on (B)(6) 2006. It was reported that patient underwent diagnostic laparoscopy with extensive lysis of intestinal and omental adhesions on (B)(6) 2008. It was reported that patient underwent lysis of adhesion and left pelvic cyst on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
Additional information additional narrative: it was reported that following the procedure patient experienced urinary incontinence. It was reported that the patient underwent mesh excision on (B)(6) 2016 by (B)(6).